Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to have symptoms of acute pain, spasm, and numbness on (B)(6) 2012 and was admitted to the hospital due to the pain. The medications were increased on (B)(6) 2012, "but it didn't seem to help". The patient was discharged (date not provided) and placed on oral oxycodone. On (B)(6) 2012 baclofen was added to the pump mixture. The dose was then increased twice over a two week period and the healthcare provider (hcp) suspected an issue with the pump. The patient was then experiencing spasms in both legs, mostly the right leg, back pain, and numbness in her feet when they were elevated. A catheter dye study performed on (B)(6) 2012 revealed a crack in the catheter and the medication was observed to be leaking into the patient's abdomen. It was stated that a catheter dye study had also been performed in (B)(6) 2012 and had revealed no problems at that time. A catheter revision was pending. The medication in the pump was morphine, bupivicaine and baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).